Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with the following organism : sample date on (B)(6) 2022- moisissure (neurospora sp) 1 fcu/100 ml. Sample date on (B)(6) 2022 : staphylococcus haemolyticus 12 cfu/100 ml, kocuria rhizohila 2 cfu/100 ml, acinetobacter johnsonii 2 cfu/100 ml.. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms 1 cfu/100 ml and 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Cds checklist provided were : paa_cds machine soluscope 4 ( detailed list of the cds process not provided). The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: during the incoming inspection service noted found no issue or any damage, product sent back to the customer without any repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
Additional information received from customer : this report is being supplemented based on customers provided cds checklist: below are information on customers cds checklist: aer/ewd reprocessor: model name: soluscope s4. Detergent name: aniosyme. Disinfectant name: anioxyde. Manual cleaning : brush points: not provided. Brush/swab model: (B)(6), (B)(4). Scope : not autoclave. Scope storage: armoire, , dsc 8000 soluscope. Vertically placed. Scope maintenance by olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Clarification to the initial. The revivable organism detected in the olympus culture was identified as coagulase-negative staphylococci. This report is being supplemented to provide additional information based on the legal manufactures review of the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device where no obvious deviations from the device instructions for use (IFU) were noted. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the same germs were not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.